Event description:
The customer's wife reported inaccurately low blood glucose readings with test strips, lot# 1m514b. She noticed that her husband's blood glucose readings were lower than his usual readings with another brand test strips so she performed a few side by side comparison tests. The results were 127 mg/dl with another meter versus 85 mg/dl with this meter; and 138 mg/dl with different brand strips versus 72 mg/dl with co strip. The customer does not have any normal control solution to check the test strips for accuracy. A check strip test was performed approx one week ago and the result was in range (no specific result available). The code was set correctly for all test; code 8 on the different code 9 on this brand. The desiccant is in the bottle of strips. The customer stores the test strips in the bathroom. The bottle is tightly capped.